Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: spectra wave writer ipg kit upn: m365sc11600 , model: sc-1160 , serial: (B)(6), batch: 371332.

Event description:
It was reported that the patients lead was fractured. Additional information was received that the lead had high impedance. The patient was experiencing inadequate pain relief and the ipg was no longer holding a charge. No device malfunction was suspected. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.

Event description:
It was reported that the patients lead was fractured.